Event description:
Device has been explanted and discarded after surgery.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   Additional, corrected, and/or changed data: b.5., d.7., h.6. Reason for reoperation: capsular contracture, baker grade iii, and rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii, saggy, pain, and loss of sensation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this kind of event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture.

Event description:
Patient reported left side rupture and capsular contracture, baker grade iii. The patient additionally reported the left side is "saggy," "pain," and "having a loss of sensation on the outside immediately after surgery." Device remains implanted.